Manufacturer narrative:
(B)(4). Unit passed self test and displacement test. No pump error 3 or pump error 54 alarms noted during testing however, the formatted history file confirmed pump error 3 and pump error 54 ((B)(4)) alarm due to a software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicates the insulin pump had multiple error alarms. The alarm was cleared and the process was finished. No harm to the customer requiring medical intervention. The insulin pump will be returned for analysis.